Event description:
Customer reported a cartridge alarm issue with pump, which did not cause blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer planned to continue using the current pump alongside multiple daily injections (mdi) if the pump failed, and technical support arranged for a replacement pump to be sent, instructing the customer on the return process for the faulty device.